Event description:
(B)(4). In (B)(6) 2012, a 3.0x20mm veriflex stent was implanted in the distal right coronary artery (rca). It was noted that an unspecified time later, the patient presented for back surgery and the patient had been on plavix up until the time of surgery; however, the patient was not re-started on plavix after surgery. Five months after the veriflex stent was implanted, the patient presented to the emergency room with an st elevated myocardial infarction. The patient was transferred to another facility and taken immediately to the catheterization lab where angiography revealed 100% thrombosis in the previously placed veriflex stent. A 2.5x15mm non bsc balloon was used to help push the guide wire through the thrombosed stent and was then used for dilation in the stent, restoring timi iii flow. A 3.5x33mm non bsc stent was deployed in the distal rca and then a 3.5x23mm non bsc stent was deployed in the 75% stenosed mid rca. The procedure was successfully completed and final films revealed 0% residual stenosis and timi iii flow. No additional patient complications were reported and the patient was discharged on medications including asa and plavix.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).